Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Information for this event was reported through user facility medwatch 3500a number (B)(4). Placeholder.

Event description:
The procedure was reported to be an open reduction internal fixation (orif) of the right hand the drill bit part number is unknown.

Event description:
It was reported that during an orif procedure, the surgeon noted that the drill bit was broken, the surgeon removed the drill bit piece. The mini c-arm image was taken and reviewed by surgeon who stated drill bit piece has been retrieved. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.